Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed cosmetic damage. Additionally, evidence of fluid ingress was confirmed; however, a specific cause for the fluid ingress could not be conclusively determined through this evaluation. It was reported that the patient was presented to the clinic for a routine follow up and noted driveline damage with oxidation. The submitted log file contained data from 21feb2021 through 31mar2021 and captured the pump speed remaining above the low speed limit for the duration of the file. The pump appeared to be functioning as intended. A distal-end driveline replacement was performed on 01apr2021 and approximately 11¿ of the external portion of the driveline was returned for evaluation. The pins of the metal connector appeared free from deformation. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. Clear rescue tape was observed between approximately 2 to 4.5¿ from the metal connector. Missing outer silicone layer was observed between 4.5 to 7.5¿ from the metal connector. A tear was also noted adjacent to the metal connector. Removal of the rescue tape revealed additional areas of missing outer silicone layer in that location. Upon removal of the outer silicone jacket, the bionate layer had a green discoloration but no damage was observed. Upon the removal of the bionate layer, green, dry debris was noted along the metal braided shielding, indicating that the underlying layers of the driveline were exposed to moisture at an unknown point in time resulting in oxidation of the metal braided shield. A specific cause for this ingress of moisture could not conclusively be determined through this evaluation; however, it did not result in a functional issue. The metal braided shield revealed breakdown approximately 2.0 to 2.5¿ from the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following the driveline repair, the patient was discharged home and was doing well. The patient continued with their current treatment plan and no alarms were associated with the event. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas instructions for use (IFU) state that although the external components of the heartmate ii lvas are moisture-resistant, they are not waterproof. Both the IFU and the patient handbook both contain information on how to care for the driveline. Both the documents advise the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11may2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). This IFU outlines the indications of percutaneous lead damage, as well as how to respond to such events. This IFU provides information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Lastly, the IFU states that although the external components of the heartmate ii lvas are moisture-resistant, they are not waterproof. The heartmate ii lvas patient handbook is also currently available. This handbook also contains information on how to care for the driveline. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight has been estimated.

Event description:
It was reported that the patient had driveline damage with shielding oxidation and worn silicone jacket. The patient was admitted for a percutaneous lead repair and the repair was done on (B)(6) 2021. The removed section of the driveline was returned for evaluation. The plan of care was to continue with current treatment plan. There were no alarms associated with the event. The patient was discharged home and was doing well.